Event description:
Customer reported that a patient sample, previously tested and identified as containing anti-e, did not react with vra145 in manual gel. Testing performed as a result of validation testing of the provue. No erroneous results were reported.

Manufacturer narrative:
Complaint was received beyond dating of product. No retained testing was performed. Ocd performed a review of the batch record. Satisfactory results were observed. (B)(4).